Event description:
Reporting status: malfunction, reporting rationale: guide wire separation in patient. No patient injury.device issue: guide wire separation. It was reported that this was an acute myocardial infarction case. The target lesion was the lad diagonal 1 (cx#11) with mild tortuosity, no calcification and 99% stenosis. A coronary angiography showed that the lesion was filled with thrombus, and a guiding catheter was selected. A bmw universal guide wire was then delivered to the lesion, but before reaching the lesion, the physician noticed that the movement he applied to the guide wire did not show in the cine (meaning that at that time, the guide wire was already separated). The whole system was removed from the patient's body, and the entire guide wire was able to be removed. The physician confirmed that the proximal portion was separated. The procedure was completed by using another guide wire. No additional event or patient information is available.

Manufacturer narrative:
2109 labeled na and 2578 labeled 1586 labeled. During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, and field contact or distributor. Quality assurance analysis revealed that the guide wire was returned with blood and contrast on the coating and coils. The tip had a slight bend, 2 mm proximal to the tip ball. The core was separated at the proximal end of the hypotube. The core had a kink 7.5 mm and a bend 2.5 cm proximal to the core separation. The distal end of the guide wire, including the hypotube, passed through a .0137" hole gauge. The separated proximal end of the guide wire passed through a .0139" hole gauge. These met manufacturing criteria. The distal end of the guide wire was dipped in congo red dye to verify that there was hydrophilic coating on the guide wire. The guide wire tip was tugged on to verify that the shaping ribbon and core were intact. There was no other damage noted to the guide wire. The guide wire was sent to the lab for further analysis. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.